Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent low blood glucose while using the ilet, including a lowest value of 44 mg/dl and prolonged readings in the 70s, with reports of missed or ¿less than¿ meal announcements and concern about insufficient insulin delivery after an unannounced dinner. Symptoms included dizziness, lethargy, and sweating. Outcomes included low glucose for approximately two hours without use of backup therapy and no medical intervention or hospitalization. Investigation included review of synced device reports and user education on proper meal announcements, with consideration of a factory reset and additional training. Investigation of this case revealed inconsistent meal announcement behavior and potential device algorithm misadjustment due to low and unannounced meals, which can lead to apparent rebound patterns and delayed glucose rise after carbohydrate intake. It was concluded, based on previously established findings for similar reports, that user-related factors in meal announcement and carbohydrate intake timing were the most likely contributors.